Event description:
On (B)(6) 2013 the patient contacted animas alleging that after receiving his replacement pump, when he tries to deliver a bolus the advanced bolus options are not showing up. Customer technical support advised the patient that the advanced features need to be turned on, and walked the patient through turning on the advance bolus features and the insulin on board feature successfully. During the call the patient mentioned that the morning of (B)(6) 2013 he guessed at the amount of insulin needed for a correction, and was subsequently experiencing nausea and blurred vision. The patient stated he ate about 30 to 40 minutes prior to the call to animas. The patient was advised to check his blood glucose (bg), which tested at 270mg/dl. The patient stated that he experiences the same symptoms with low bg as with high bg, and noted that he had suspended his pump for an unknown period of time because he thought he was experiencing low bg based on symptoms. The patient resumed the pump during the call with animas and did an ezbg bolus calculation. The pump calculated that no insulin was required at that time based on iob of 5.91 units remaining. The patient stated that he would monitor his bg and was going to exercise to bring bg down as well. The patient did not implicate any defects with the pump. The patient stated he did his own programming on the replacement pump and feels comfortable with is. The reported bg level is not indicative of a serious injury; however, this complaint is being reported because the alleged symptoms indicate hyperglycemia. Use error was determined to be a cause or contributor, as the patient did not activate the advanced features to calculate a bolus and subsequently guessed at the amount of bolus to give.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box contained dates from (B)(6) 2014. The black box and histories for the event on (B)(6) 2013 have been overwritten due to continued pump use. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. The advanced features functioned properly and correctly reflected a programmed advanced bolus during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.